Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited an increase in pacing impedance, up from 773 ohms to 1342 ohms. Pacing thresholds had also increased slightly. A boston scientific technical services consultant discussed continued monitoring of the lead.

Manufacturer narrative:
Two years after the initial report, it was later reported that the lead continued to exhibit an increase in pacing impedance, but was still not out of range. Technical services discussed continuing to monitor, and evaluating the lead in clinic if the impedance reached 2000 ohms. The current plan was to replace the lead once the device reached elective replacement indicator (eri) battery status. Three years later, additional information has been received that this right ventricular (rv) lead remains in service and connected to a non boston scientific device. The rv lead continues to display high and out of range pace impedance measurements. The sensing and capture are stable and within normal limits. Troubleshooting was performed and the pace impedance did not change and no noise was detected. This rv lead will continue to be monitored. No adverse patient effects were reported.